Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited deterioration of the glues on the distal end. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the event occurred due to chemical stress from repeated reprocessing. However, a definitive root cause could not be determined. The suggested event is detectable by performing inspection prior to use in the following chapter of IFU (operation manual). 3.2 inspection of the endoscope. Olympus will continue to monitor field performance for this device.